Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, it was reported that the patient had not been receiving readings for 12 hours. They eventually called the ambulance because they were concerned about not having readings for 12 hours. The paramedics checked the patient's blood glucose and it was reported to be 357 mg/dl and another reading of 400 mg/dl. It was reported that the patient was taken to the hospital; however, there was no treatment information provided by the reported. The reported stated that the patient was still in the hospital during the time of the report on (B)(6) 2023. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.